Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a rosch-uchida transjugular liver access set was used in a transjugular intrahepatic portosystemic shunt (tips) procedure. The 14g stiffening cannula was inserted into the catheter but the combination could not be inserted into the sheath located in the jugular venous. The sheath was said to be partially detached from the proximal end valve. To date, additional information has been requested but not provided. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation evaluation: results code: (13) device difficult to operate. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a functional test, visual inspection and dimensional verification of the returned devices were conducted during the investigation. Two used introducer sheaths were returned for evaluation: included with sheath #1: 10fr dilator, rups needle and rups 10fr black tfe catheter, and rups stylet and 5fr catheter. Included with sheath # 2: 10fr dilator, rups needle and rups 10fr black tfe catheter, and rups 5fr catheter. And a 12fr dilator. No rups stylet was included. Slight kinking and/or damage was noted on the devices that were returned with the sheaths, but was not related to the failure mode. Upon physical inspection, no separation was observed between the sheath and check-flo assembly valve. The flaring of the sheath was found to be intact and undamaged. Table-top testing demonstrated difficulty advancing the catheter into the introducer sheath, confirming the failure mode. Dimensional analysis confirmed all components were manufactured to the correct specifications and tolerances despite the 10.0fr black catheter as the outer diameter was larger than the maximum tolerance. The 10.0fr black catheters are supplied. The supplier was contacted which initiated the supplier investigation for the catheter tubing material from supplier lot 03111092-1 (rm lots 1790719.1 and 1790719.2). The supplier provided the results of their investigation. They performed containment action on all inventory still remaining at their facility. This product measured within specifications. No parts were identified to be in transit, but all open orders were put on hold. All batch records were reviewed, operators were interviewed on the processes, and direct observations of line practices were performed. Supplier inventory from lots 031191106 and 031193773 was sampled and measured for assurance. Additionally, our supplemental information provided from destructive dfaf testing was used for investigation as well. This information confirmed that the tubing was measured out of specification. From the supplier investigational findings, it was determined that the root cause of the out of specification tubing diameter was due to ineffective line clearance. The extrusion processes for their ptfe is a batch process, and laser micrometer settings are specified at the beginning of the run. It was possible that parts were not effectively cleared from the line during the run when the run started, and sampling inspection failed to detect the out of specification parts. To address this issue, the line was set up for audit sorting. This will cause parts to be cut with 10" if the parts are out of specification during any time during the run. Internal compliance audits of the process have been scheduled. The next 3 jobs will also be monitored at heightened awareness. The effectiveness of these changes will be verified at specified intervals post implementation. Additionally, a document based investigation evaluation was performed. A review of the main device history record and subassembly lots showed no nonconforming events that could be attributed to this failure mode. It should be noted that there was one other complaint for this lot number. It was for the incorrect catheter within the set, but there was no evidence to suggest the catheter was of incorrect dimensions upon evaluation. There is no evidence to suggest there is any nonconforming product in house or out in the field. IFU states: ¿after introduction and periodically during the procedure, the transjugular introducer sheath should be flushed with saline. 5. Insert the stiffening cannula into the tfe catheter, and introduce the catheter/cannula assembly over the wire into the introducer sheath, positioning the catheter/cannula assembly into the distal hepatic vein.¿ based on the information provided, the examination of the returned product, and the results of our investigation, the likely root cause was determined to be cause traced to manufacturing (quality control deficiency-supplier). There were inefficiencies in clearing the line prior to batch processing runs. The tubing is not 100% inspected at incoming quality control and only level 1 were inspected for correct outer diameter during the production process, so it is likely that the nonconforming product was never identified during inspections. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b5: additional information received 02aug2018 clarified that normal resistance was felt during the insertion of the sheath and the procedure was completed successfully with another device. Additionally, the number of complaint devices that were initially reported was incorrect. Two devices from the same lot were used on the same patient, and were reported for the same failure mode. (This information was received on 21aug2018). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.